Manufacturer narrative:
(B)(4). Date sent: 7/1/2026 additional information was requested, and the following was obtained: o how was the leak controlled? Sutures placed using a non-resorbable vascular monofilament thread o did the patient require additional surgery to control the leak? Not to date.

Event description:
It was reported that during an unknown procedure of the liver, it was observed that the staple line on the hepatic vein was not completely sealed. Consequently, they had to reinforce the staple line with a non-absorbable monofilament suture. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the event occur during one or multiple patient procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What is the total number of procedures? Provide the specific number of patient events: did the same issue happened with the 12 cartridges? If not, please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.